Event description:
It was reported that the insulin gauge was inaccurate and static. During troubleshooting with tandem technical support, it was determined that the customer did not follow the correct fill cartridge process prior to filling the cartridge with insulin. Cts educated customer on the correct fill cartridge process. Customer continued using the cartridge. Customer¿s blood glucose level ranged from 108-145 mg/dl.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.